Event description:
It was reported that the ilet system issued an occlusion alert and insulin did not drip until a full supply change was performed, after which drops were observed and delivery resumed; the patient¿s blood glucose was approximately 350 mg/dl initially and trended to about 330 mg/dl later with a stable trend. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and continued device use after supply replacement. Investigation included technical troubleshooting with guided supply change and user education. Investigation of this case revealed insulin delivery was impeded by an occlusion that resolved only after replacing infusion supplies. It was concluded that an infusion set occlusion occurred and that replacement of supplies restored expected insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.